Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Manufacturer narrative:
Additional information: a review of radiographic images show initial ap and lateral lumbar films show a pedicle screw construct at l4/5 with coflex at l3 and l5. Broken screw is seen at l4. Severe degenerative disc disease is seen at l5. Postoperative films show construct from l3 to s1 with pedicle screws. Interbody devices are seen at l3, l4 and l5. Position of implants appears excellent. Subsequent films report failure of fusion at l5 with loosening of s1 screws. This is verified by sagittal CT reconstruction showing lysis around the s1 screws. Patient has refused further surgery.